Event description:
I ordered a new box of acuvue oasys with hydraluxe for astigmatism daily contacts which I have been using for over a year now, and noticed the packaging changed from the original blue/white to a teal. Thinking nothing of it, I put on the new teal contacts and noticed mild stinging and that they contacts felt lighter. Throughout the day, I was no longer able to switch between looking in the distance and close without issues of focusing and lots of blinking involved. When I went to take my contacts off at the end of the day, my eyeballs were significantly redder than usual, with the inner whites of my right eye nearly completely red. As I searched online, I found a reddit thread where multiple people reported the same issue with the new packaging. Acuvue failed to inform consumers that they reformulated the contacts and caused major discomfort and possible health effects to consumers. Here is the reddit thread where others documented having the same issue: https://www.reddit.com/r/contacts/comments/1ai1n04/acuvue_oasis_changed/.